Event description:
It was reported that the customer overdosed/stacked insulin. The customer¿s blood glucose (bg) level subsequently decreased and was displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.